Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15007950 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness or death. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Event description:
This (B)(6) male patient with a history of chf, smoking, and diabetes, had suffered a right mca stroke on (B)(6) 2010, which worsened on (B)(6) 2010. The patient's stroke scale score was 4 prior to the index procedure. The index procedure on (B)(6) 2010 went smoothly, without complication. On (B)(6) 2010, the patient became increasingly lethargic and a CT scan was performed, which showed worsening right hemispheric function and additional small scattered infarcts. The patient was diagnosed with a stroke (intracerebral/subarachnoid hemorrhage). The physician believes this is related to the index procedure, and not an embolic event or the implanted stent. The patient remains in the ICU as they are having trouble weaning them off the respirator due to past pulmonary issues.

Manufacturer narrative:
Please note that additional information has been received noting the patient had suffered an ischemic stroke on (B)(6) 2010, not (B)(6) 2010. The complaint conclusion has been updated to reflect that the account has determined, per the results of the CT scan and the MRI that the previously reported intracerebral/subarachnoid hemorrhage has now been determined to be an ischemic stroke. This (B)(6) male patient with a history of chf, smoking, and diabetes, had suffered a right mca stroke on (B)(6) 2010, which worsened on (B)(6) 2010. The patient's stroke scale score was 4 prior to the index procedure. The index procedure on (B)(6) 2010 went smoothly, without complication. On (B)(6) 2010, the patient became increasingly lethargic and a CT scan was performed, which showed worsening right hemispheric function and additional small scattered infarcts. The patient was originally diagnosed with an intracerebral/subarachnoid hemorrhage which has now been updated to an ischemic event. The physician believes this is related to the index procedure and not an embolic event and not related to the implanted stent. The patient remains in the ICU as they are having trouble weaning them off the respirator due to past pulmonary issues. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15007950 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Manufacturer narrative:
The cc has been updated to reflect additional information received from the adjudication minutes. The patient was an (B)(6) man with a history of recent mi, chf, smoking, diabetes, hypertension, stroke on (B)(6) 2010 and tia. The stroke on (B)(6) 2010 was described as a recurrent right hemispheric embolic stroke from a 70% proximal right ica stenosis as noted in the source documents. A study on (B)(6) 2010 reported he had multiple punctate right mca distribution subcortical infarcts and right m2 stenosis according to a progress note. Pre-procedure, on (B)(6) 2010 the nih stroke scale score was 4 due to minor facial weakness, left arm drift, left leg drift, and mild dysarthria. The rankin stroke scale score was 4. The exam was performed by evaluator 1. Pre-procedure, on (B)(6) 2010 at 10:23 a stroke team progress note reported the nih stroke scale score was 6 due to one loc question answered correctly, partial hemianopia/quadrantanopia, minor facial paralysis, left arm drift, left leg drift, and mild to moderate dysarthria, compared to a previous score of 10. The exam was performed by evaluator 2. The rankin stroke scale score was not assessed. The index procedure on (B)(6), 2010 went smoothly, without complication. Post-procedure on (B)(6) 2010 nih stroke scale score was 6 due to partial gaze, minor facial weakness, left arm drift, mild to moderate dysarthria, and one neglect modality. The exam was performed by evaluator 3. The rankin stroke scale was not assessed. The stroke team progress note from (B)(6) 2010 on 09:09 reported a nih stroke scale score of 5 due to partial hemianopia, minor facial paralysis, left arm drift, left leg drift, and mild to moderate dysarthria. Exam was performed by evaluator 2. The rankin stroke scale was not assessed. On (B)(6) 2010, the patient became increasingly lethargic and a CT scan was performed, which showed worsening right hemispheric function and additional small scattered infarcts. The patient was diagnosed with a stroke (intracerebral/subarachnoid hemorrhage). The physician believes this is related to the index procedure and not an embolic event and not related to the implanted stent. The patient remains in the ICU as they are having trouble weaning them off the respirator due to past pulmonary issues. On (B)(6) 2010 at 10:04 the nih stroke scale score was 12 due to decreased loc with difficulty to arouse but arousable, one loc question answered correctly, partial gaze palsy, partial hemianopia/quadrantanopia, minor facial paralysis, left arm drift down to bed, left leg drift down to bed, mild to moderate aphasia, mild to moderate dysarthria, and one sensory modality, compared to a previous score of 5. The exam was performed by evaluator 3. The rankin stroke scale score was not assessed. A MRI of the brain without contrast on (B)(6) 2010 at 17:07 reported multiple new acute infarcts within the right frontal lobe posteriorly as well as the right parietal lobe and anterior right insula, compared to a study on (B)(6) 2010. On (B)(6) 2010 at 15:26 the nih stroke scale score remained 12 with the same attributions. The exam was performed by evaluator 2. The rankin stroke scale score was not assessed. On (B)(6) 2010 the stroke team progress note reported the worsening of right hemispheric function 1-2 days post-procedure and repeat imaging demonstrated additional small scattered infarcts mostly in the right mca, possibly from the stent procedure versus emboli occurring poststent. The patient did not receive tpa and did not undergo endovascular procedure. The site reported an event of an ischemia stroke on (B)(6) 2010. On (B)(6) 2010 at 01:21 the patient expired due to respiratory failure secondary to stroke as noted on the neurology death note. The site reported the cause of death as medical (not neurologic, not cardiac). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15007950 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. The patient presented for the procedure symptomatic with significant residuals and a previous history of recent stroke and tia. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.